Event description:
The customer reported that human chorionic gonadotropin (bhcg) level 1 quality control results were recovering 2 standard deviations high on certain reagent packs during use on an access 2 immunoassay system. Upon re-calibrating with the in-use pack, instrument s0 relative light units (rlus) recovered at two times that of in-house qc release data. The customer replaced the in-use reagent pack with a new reagent pack. Qc was repeated and recovered within the customer's established ranges. Instrument system checks during the timeframe of the event were all passing and there were no noted hardware errors in the instrument event log. The customer stated that qc for other assays run on the access 2 immunoassay system did not have any issues. No patient results were affected by this event and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. The in-use reagent pack associated with this event was discarded by the customer and hence could not be evaluated. A definitive root cause for this event has not been determined to date.